Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA (B)(4). Field service was not dispatched to assist the customer as technical support was able to help to resolve the issue. There were no further issues reported on the analyzer related to the reported event. The most probable cause of the discrepant cea results was operational context of failure to performing manual dilution.

Event description:
On (B)(6) 2017, a customer reported that the carcinoembryonic antigen (cea) resulted 30,000 after dilution with their aia-2000 analyzer. Technical support suggested that the account review patient history, repeat the results, and repeat the manual dilution. Technical support reviewed with the customer the dilution function of the instrument and how to incorporate manual dilutions prior to loading onto the analyzer into the final calculation/results. There was no further issues reported on the analyzer.